Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device for evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, there was bleed back from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The white hub of the sheath had broken off. The sheath was replaced, and the issue resolved. The case continued without further incident. The volume of blood loss was not significant. Patient¿s hemodynamics was not compromised. No interventions were required to stop the bleed. No air entered the patient¿s body. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .

Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, there was bleed back from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The white hub of the sheath had broken off. The sheath was replaced, and the issue resolved. The case continued without further incident. The volume of blood loss was not significant. Patient¿s hemodynamics was not compromised. No interventions were required to stop the bleed. No air entered the patient¿s body. Since the bleed was not excessive and the patient was not hemodynamically unstable nor required interventions, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.